Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h3, h6 (medical device problem code and type of investigation).

Manufacturer narrative:
(B)(6). It was reported that the balloon catheter was generating error codes, including multiple catheter restriction alarms. Clinical staff confirmed the presence of a hard kink in the catheter. No patient harm or injury was reported. All console tests were completed successfully, and the unit was released back to the customer. The clinical staff was also informed of the appropriate steps to take should this issue occur again.

Event description:
It was reported that the balloon catheter giving error codes. Unit had numerous catheter restriction codes. It was verified with the clinical staff that there was a hard kink in the catheter. No harm or injury to the patient was reported.